Manufacturer narrative:
It was reported that the patient presented to the emergency room with sudden onset of bradycardia with a heart rate in the 30's, and the device could not be interrogated. At a scheduled follow-up approximately one month earlier, the device was not at eri. The device was explanted. No further patient complications have been reported as a result of this event. Additional information was received from an attorney alleging that the patient 'had a near syncope episode' electrical tests performed, actual device involved in incident was evaluated mechanical tests performed, visual examination wire component/subassembly failure device was out of specification in a manner that relates to event interrogate, difficult to.

Event description:
It was reported that the patient presented to the emergency room with sudden onset of bradycardia with a heart rate in the 30's, and the device could not be interrogated. At a scheduled follow-up approximately one month earlier, the device was not at eri. The device was explanted. No further patient complications have been reported as a result of this event. Additional information was received from an attorney alleging that the patient 'had a near syncope episode'